Event description:
(B)(4). I had my essure placed in (B)(6) 2005. Since then I have gained 120 pounds. I have severe periods with blood clots about the size of a softball. Pain during ovulation on my left side every other month that takes me almost to my knees. I get ovarian cysts at all times of the month. (I had one that ruptured on my right ovary along with my appendix being removed.) In (B)(6) 2013 I had an exploratory surgery (laparotomy) done because of my "issues" to look for endometriosis. (I have a family history.) He said in my post op conversation that it must be pcos. I am very moody. Have zero energy. Have three to eight "whiskers" that I am consistently tweezing from my chin. Sex drive is very low. Pain during sex. I also now have acne which I have never had an issue with I also had my gall bladder removed due to abdominal pain and issues. This procedure was covered by (B)(6). Now my insurance will not cover removal of the device unless I have a full hysterectomy!